Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states that the power cord was damaged. This unit was returned to a covidien service center. Upon triage, a service tech found the power cord was damaged exposing the copper wires.